Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports receiving two potential false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the first false positive result. See (B)(4) for alternate false positive result. Customer reports receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 19946g, reader sn (B)(4). On (B)(6) 2022, customer tested negative with an antigen test and saliva pcr test. On (B)(6) 2022, customer tested negative with another antigen test and a nasal swab pcr test. Customer confirmed proper temperature storage of the cartridges.